Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited code 1005, indicative of shocking into an open circuit condition. This occurred after the patient had received multiple shocks. Review of device data by boston scientific technical services confirmed the presence of code 1005 and advised the field to check the integrity of this patient's system. The crt-p remains in service at this time and no adverse patient effects were reported.